Event description:
Problem is ongoing; pain in my hips particularly the left, cobalt levels at 4.4 (4 times normal) aching in my muscles. I have also had ongoing problems with blistering on my hands, unexplained cardiac arrest 5 years ago, and am now on thyroid medication. I wonder how much is attributable to cobalt poisoning. I had bilateral hip replacement with zimmer products in '09 and '10. My implants are 3 digits off from recall #z-1699-2012 filed 06/08/2015. I believe this recall needs to be expanded. Rx meds: I have 12 items on my implant list that I would like to include.